Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant phos2 phosphate (inorganic) ver.2 results for 2 patient samples on a cobas 6000 c (501) module. For patient 1 the initial phos2 result was 5.36 mmol/l and the repeat result was 1.06 mmol/l. The sample was repeated a third time and the result was 4.62 mmol/l. The sample was repeated a fourth time with a 1:3 dilution and the result was 0.96 mmol/l. A new sample was collected from patient 1. The phos2 result was 4.38 mmol/l and the repeat result was 5.32 mmol/l with the new sample. For patient 2 on (B)(6) 2018, the initial phos2 result was 5.3 mmol/l. The repeat result was 1.94 mmol/l on a different instrument. The specific instrument was not provided. The qc precision was not acceptable. The customer performed two precision checks that were acceptable. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 325861. The expiration date was requested but not provided.

Manufacturer narrative:
The field engineering specialist was dispatched and exchanged both lenses of the waterbath, exchanged the gearpump head, and adjusted the water of the rinse station. The instrument¿s performance is within specification. The customer confirms that they have had no further issues in the last three weeks. The investigation did not identify a product problem. The cause of the event could not be determined.